Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Numerous stalls and recoveries were noted since 2011-(B)(6), the last stall was on 2011-(B)(6) at 22:02, followed by tube set on 2011-(B)(6). Drugs delivered via the device were morphine and bupivacaine (marcaine). It was later reported that the stall did not recover. Patient experienced opioid withdrawal symptoms, was not hospitalized and sustained no injury. A pump explant was scheduled on 2012-(B)(6). A follow-up report will be sent when additional information becomes available.

Event description:
Additional information received later reported that the pump was replaced. It was further added that that the patient had presented with flu like symptoms in (B)(6). Following replacement patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2006-(B)(6), explanted: unk.

Manufacturer narrative:
Analysis of the returned pump revealed motor corrosion and gear train anomaly.